Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that after a pulsed field ablation (pfa) procedure the patient experienced an air embolism. Following a procedure where a farawave 2.0 catheter was selected for use. The patient experienced an air embolism. During the procedure the irrigation bag for the catheter ran dry. No more information was provided. It's unknown if the device will return for laboratory analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Additional information has been received that indicates this report is a duplicate of the event that took place in 2124215-2025-90337. Any further information obtained will be filled under that report.

Event description:
It was reported that after a pulsed field ablation (pfa) procedure the patient experienced an air embolism. Following a procedure where a farawave 2.0 catheter was selected for use. The patient experienced an air embolism. During the procedure the irrigation bag for the catheter ran dry. No more information was provided. It's unknown if the device will return for laboratory analysis.